Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
It was reported that there was a problem with the stimulating probe. Requests for additional information have been made with no additional information provided at this time. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.